Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and heavy calcification. The 3.0 x 15 mm trek balloon was advanced and inflated; however, the balloon ruptured during the first inflation of 10 atmospheres (atm), for 20 seconds. A non-abbott balloon was used to continue dilatation. There were no adverse patient effects. No additional information was provided.